Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Later reported "pronounced capsular contracture, in part with reactive synovial metaplasia. There are some discrete chronicle inflammatory infiltrates".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported pain and a capsular contracture, baker grade unknown, on the left side. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.